Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 2 right. Code 02.07.1202r/lot 122481 (25 items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Twenty items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidence that the problem is device related.

Event description:
Imp ref #(B)(4).